Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced a femoral artery pseudoaneurysm, which later resolved. The case was completed with cryo. The patient's hospital stay was extended. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.